Event description:
Reporter indicated that vns patient had developed a staph aureus infection at the pulse generator/pocket area following generator replacement surgery for end of service. The patient reportedly developed a seroma approximately one week post-implant. The seroma was drained on two occasions, after which cultures tested positive for staph aurerus. There was no pus in the generator pocket area. Antiobiotic treatment did not resolve the infection. The generator was explanted and the lead left in situ with plans to reimplant another generator at a later date. It was reported that six days post-explant, the neurosurgeon removed that drains that were in place and indicated that the site was looking better. Investigation to date has been unable to determine the cause of the reported infection.